Manufacturer narrative:
This report is filed on august 29, 2017.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the external auditory canal. Subsequently, a decision was made to explant the device. The device was explanted on (B)(6) 2017. The patient was re-implanted with a new device during the same surgery.